Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the procedural condition of the slda. The nervous system injury (impaired consciousness) appears to be a cascading effect of the recurrent mr. Mr and nervous system injury are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the patient however the decision was made to redo the transseptal puncture therefore the cds was removed. The procedure was continued with one clip implanted, reducing mr to 2. Later that day, echo confirmed the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. The patient experienced impaired consciousness however an MRI was performed and no cerebral infarction was noted. No additional information was provided.